Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain, information was reported that the patient's ins stopped working in 2009 and the company shut it off. Last successful recharge was in 2009. Could not troubleshoot due to lack of access to product. No further complications were reported. No additional patient symptoms were reported.